Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their external devices. The reason for call was pt stated recharging the ins has never gone quickly since implant (B)(6) 2020 pt stated she starts charging @ 30% and it can take hours to charge completely. Pt stated yesterday (B)(6) 2021 she charged from 8:30pm to 10:30am and it still was not charged complete. Pt reported the box on the recharger (rtm) is getting hot since she had it replaced in (B)(6) 2021. Pt added the controller charges up fine. Pt stated she wants the controller and the rtm replaced. A replacement rtm and controller is sent to the patient.  Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt repeated information regarding having issues with charging since the new device was implanted. Caller did not want this implant and has been very upset with how long it takes to charge and how often they have to charge. Caller also stated that they do not think the charging issues would be related to the implant pocket site because the implant is so close to the surface they can feel it and sometimes it catches on things. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that the circumstances that led to the recharging issues, long recharge time, and recharger frequency was that they had the battery replaced on (B)(6) 2020; they thought they were getting the same long life battery and got one that lasts only 4 days (they are not happy with this). The pt stated that they have had the recharge replaced twice and this has made no difference. The pt stated that nothing had made a difference and were told to just live with it.